Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. Unit passed all testing. (B)(4).

Event description:
A report received from poland stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no report of patient involvement.